Event description:
It was reported that during a port placement procedure via the right internal jugular vein approach, the guidewire was allegedly could not be operated into the designated blood vessel during the puncture. It was further reported that the guidewire allegedly broke. Reportedly, the implantation process was unsuccessful and the operation was blocked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit along with one j-tip guidewire in a guidewire hoop and other components were returned for evaluation and one electronic photo was provided for review. The photo shows the clinician holding one tip guidewire. Visual, microscopic and dimensional evaluations were performed. The distal end of the guidewire was noted to be stretched and the guidewire was noted to be bent throughout. Therefore, the investigation is confirmed for the identified stretched and deformation issue. However, the investigation is inconclusive for the reported difficult to advance issue as the functional testing was not performed due to the condition of reported sample. Also the investigation is unconfirmed for the reported fracture issue as no wire breakage was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein approach, the guidewire was allegedly could not be operated into the designated blood vessel during the puncture. It was further reported that the guidewire allegedly broke. Reportedly, the implantation process was unsuccessful and the operation was blocked. There was no reported patient injury.